Event description:
It was reported that the pink slide insert did not move forward when the pod was activated; this indicates a needle mechanism failure. The patient believes the cannula was not work properly and was not delivering insulin. The patient's blood glucose levels rose to 16 mmol/l (288 mg/dl) while wearing the pod between 5 and 24 hours. As treatment, a new pod was successfully applied.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not, align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.